Event description:
It was reported that the device continued to activate even without buttons being pushed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history review and non conformance report historical data for the subject part and lot number were reviewed. There were no discrepancies observed that could contribute to this condition. The most probable root causes for the reported condition are: probe short, button stuck on the firing position, fluid ingress and/or button inadvertently pressed. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continued to activate even without buttons being pushed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.